Event description:
Brought one product from (B)(6) called clear care plus hydraglyde contact lens solution on (B)(6) 2017. I took out my contact lenses on (B)(6) from my eyes and put those lenses in the newly brought case (clear care plus liquid in it) which comes with the solution. Next day (B)(6) I took out those contact lenses from the case and wear in my eyes (both eyes). Within few second I started feeling itchy on my right eye only. I took out from my right eye and wore it again after dipping in the solution. Now I got pain as soon as I wear it and my eye become red. I could not open my eye for few seconds. I got huge pain in the right eye. This pain was unbearable and then I took out both lenses from both eyes and washed my eyes with water but the pain remains for few hours but the redness in the right eye remain for few days. The pain also remains for 2 days. Today is (B)(6) but the eye is little bit still red (only right eye). I returned the product and reported the same to the (B)(6) store attendant. Is the product over-the-counter: yes. Strength: 12 oz. Frequency: as needed. How was it taken or use: topical. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Do you still have the product in case we need to evaluate it: no.